Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/punctured into uterus/perforation (uterus)/migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("18 weeks and its a girl/pregnancy (no complications)") in a 26-year-old female patient (gravida 4, para 4) who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain ("pain") and uterine pain ("uterine pain"). In 2012, the patient experienced the second episode of pelvic pain ("chronic pelvic pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth breaking/teeth cracking"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gain (bloating)"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). On an unknown date, the patient experienced pain in extremity ("pain down in to legs"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and hysterectomy (full), salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, the last episode of pelvic pain, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, uterine pain, abdominal distension and pain in extremity had resolved and the tooth fracture had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pregnancy with contraceptive device, tooth fracture, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 201 lbs. Diagnostic results: on (B)(6) 2016, surgical pathology reports:specimen source- uterus & cervix, bilateral tubes, two essure coils diagnosis uterus, hysterectomy and bilateral salpingectomy: - cervix and endocervical with no pathologic findings - proliferative phase endometrium - myometrium with no pathologic findings - hydatid cyst of morganii of right fallopian tube, but otherwise normal morphology - portion of essure coil and right fallopian lube - left fallopian tube with no pathologic findings comment: bilateral essure coils are identified and retrieved. Gross description: the right fallopian tube at its proximal end has been torn or cut and there is a portion of the essure coil visible. This tissue-covered metallic structure is removed and saved in a container labeled "right essure coil". The right fallopian tube with its freely visible fimbriated end measures 6.0 x0.5 x 0.5 cm. The left fallopian lube also has a deep red color and measures 6.0 cm to its fimbriated end and is dilated up to 14.0 mm at its distal end but measures approximately 3.0 mm in diameter at its proximal end. The metallic tissue covered structure removed from the proximal fallopian tube is submitted and saved in a container labeled "left essure coil". Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and medical record was received new events migration of essure device location of device: punctured into uterus, abnormal bleeding (vaginal, menorrhagia), dental problems-teeth breaking/teeth cracking, dyspareunia (painful sexual intercourse), vaginal discharge, abdominal pain, pain below belly button, uterine pain and gain (bloating), pain down in to legs were added. Product information historical conditions were updated. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the essure device/punctured into uterus/perforation (uterus)/migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("18 weeks and its a girl/pregnancy (no complications)") in a 26-year-old female patient (gravida 4, para 4) who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multi gravida and parity 3. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain ("pain") and uterine pain ("uterine pain"). In 2012, the patient experienced the second episode of pelvic pain ("chronic pelvic pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth breaking/teeth cracking"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gain (bloating)"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and weight increased ("weight gain"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pain in extremity ("pain down in to legs"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and hysterectomy (full), salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, the last episode of pelvic pain, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, uterine pain, abdominal distension and pain in extremity had resolved and the tooth fracture had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, menorrhagia, pain in extremity, pregnancy with contraceptive device, tooth fracture, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 201 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both fallopian tubes on (B)(6) 2016, surgical pathology reports:specimen source- uterus & cervix, bilateral tubes, two essure coils diagnosis uterus, hysterectomy and bilateral salpingectomy: - cervix and endocervical with no pathologic findings - proliferative phase endometrium - myometrium with no pathologic findings - hydatid cyst of morganii of right fallopian tube, but otherwise normal morphology - portion of essure coil and right fallopian lube - left fallopian tube with no pathologic findings comment: bilateral essure coils are identified and retrieved. Gross description: the right fallopian tube at its proximal end has been torn or cut and there is a portion of the essure coil visible. This tissue-covered metallic structure is removed and saved in a container labeled "right essure coil". The right fallopian tube with its freely visible fimbriated end measures 6.0 x0.5 x 0.5 cm. The left fallopian lube also has a deep red color and measures 6.0 cm to its fimbriated end and is dilated up to 14.0 mm at its distal end but measures approximately 3.0 mm in diameter at its proximal end. The metallic tissue covered structure removed from the proximal fallopian tube is submitted and saved in a container labeled "left essure coil". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the essure device/punctured into uterus/perforation (uterus)/migration of the essure device') in a 26-year-old female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: yaz. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain ("pain") and uterine pain ("uterine pain"). In 2012, the patient experienced the second episode of pelvic pain ("chronic pelvic pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth breaking/teeth cracking"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gain (bloating)"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("18 weeks and its a girl/pregnancy (no complications)"). In 2015, the patient experienced genital haemorrhage ("heavy and irregular bleeding") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pain in extremity ("pain down in to legs") and pain ("whole body hurts"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016 and hysterectomy (full), salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, the last episode of pelvic pain, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, uterine pain, abdominal distension and pain in extremity had resolved and the tooth fracture had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, tooth fracture, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 201 lbs. All symptoms have resolved after removal . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both fallopian tubes. Diagnostic results: on (B)(6) 2016, surgical pathology reports:specimen source- uterus & cervix, bilateral tubes, two essure coils diagnosis uterus, hysterectomy and bilateral salpingectomy: - cervix and endocervical with no pathologic findings - proliferative phase endometrium - myometrium with no pathologic findings - hydatid cyst of morganii of right fallopian tube, but otherwise normal morphology - portion of essure coil and right fallopian lube - left fallopian tube with no pathologic findings comment: bilateral essure coils are identified and retrieved. Gross description: the right fallopian tube at its proximal end has been torn or cut and there is a portion of the essure coil visible. This tissue-covered metallic structure is removed and saved in a container labeled "right essure coil". The right fallopian tube with its freely visible fimbriated end measures 6.0 x0.5 x 0.5 cm. The left fallopian lube also has a deep red color and measures 6.0 cm to its fimbriated end and is dilated up to 14.0 mm at its distal end but measures approximately 3.0 mm in diameter at its proximal end. The metallic tissue covered structure removed from the proximal fallopian tube is submitted and saved in a container labeled "left essure coil". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the essure device/punctured into uterus/perforation (uterus)/migration of the essure device'), genital haemorrhage ('heavy and irregular bleeding') and pregnancy with contraceptive device ('18 weeks and its a girl/pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 806693) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multi gravida and parity 3. Previously administered products included for an unreported indication: yaz. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced the first episode of pelvic pain ("pain") and uterine pain ("uterine pain"). In 2012, the patient experienced the second episode of pelvic pain ("chronic pelvic pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth fracture ("dental problems-teeth breaking/teeth cracking"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and abdominal distension ("gain (bloating)"). In (B)(6)2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. On an unknown date, the patient experienced pain in extremity ("pain down in to legs") and pain ("whole body hurts"). The patient was treated with surgery (pelvic surgery on (B)(6)2016 and hysterectomy (full), salphingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, genital haemorrhage, pregnancy with contraceptive device, the last episode of pelvic pain, weight increased and alopecia outcome was unknown, the vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, uterine pain, abdominal distension and pain in extremity had resolved and the tooth fracture had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal distension, alopecia, dyspareunia, genital haemorrhage, menorrhagia, pain, pain in extremity, pregnancy with contraceptive device, tooth fracture, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: current weight 201 lbs. All symptoms have resolved after removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: full occlusion of both fallopian tubes. Diagnostic results: on (B)(6)2016, surgical pathology reports:specimen source- uterus & cervix, bilateral tubes, two essure coils diagnosis uterus, hysterectomy and bilateral salpingectomy: - cervix and endocervical with no pathologic findings - proliferative phase endometrium - myometrium with no pathologic findings - hydatid cyst of morganii of right fallopian tube, but otherwise normal morphology - portion of essure coil and right fallopian lube - left fallopian tube with no pathologic findings comment: bilateral essure coils are identified and retrieved. Gross description: the right fallopian tube at its proximal end has been torn or cut and there is a portion of the essure coil visible. This tissue-covered metallic structure is removed and saved in a container labeled "right essure coil". The right fallopian tube with its freely visible fimbriated end measures 6.0 x0.5 x 0.5 cm. The left fallopian lube also has a deep red color and measures 6.0 cm to its fimbriated end and is dilated up to 14.0 mm at its distal end but measures approximately 3.0 mm in diameter at its proximal end. The metallic tissue covered structure removed from the proximal fallopian tube is submitted and saved in a container labeled "left essure coil". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media received: new event was added: body pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device"), genital haemorrhage ("heavy and irregular bleeding") and pregnancy with contraceptive device ("(B)(6) weeks and its a girl") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2011, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, weight increased and alopecia outcome was unknown. The pregnancy outcome was not reported. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain, perforation, pregnancy with contraceptive device and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s social media: (B)(6) weeks and it is a girl. Most recent follow-up information incorporated above includes: on 16-nov-2017: new event added from social media ((B)(6) weeks and it is a girl). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of the essure device"), device dislocation ("migration of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. In 2015, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (pelvic surgery on (B)(6) 2016). At the time of the report, the perforation, device dislocation, genital haemorrhage, pelvic pain, weight increased and alopecia outcome was unknown. The reporter considered alopecia, device dislocation, genital haemorrhage, pelvic pain, perforation and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.